Event description:
A malfunction alarm identified as malf 15 was reported, with the issue persisting even after attempting a pump reset. Due to declined or unknown information, there was no reported impact on the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump but, upon the malfunction recurring, decided to replace the pump. The customer opted for mdi as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping details, instructed on storage mode preparation, and requested the return of the faulty pump with a pre-paid label within ten days.